Manufacturer narrative:
(B)(4).

Event description:
It was reported that the accessory was overheating. Product was received but its pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed, due to the cable being damaged. Pictures were taken. The usb cable load test was not performed, due to the cable being damaged. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.